Event description:
It was reported that when the package was opened the doctor found that the stent was cut into pieces.

Manufacturer narrative:
The sample has not been received by the mfg site. The investigation is in progress. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the precautions section that the device is for single use only. Do not resterilize. Do not use if package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent so as not to cause tearing or fragmentation. A supplemental report will be filed when the sample investigation is complete. (B) (4).